Event description:
It was reported tht during a coronary stent procedure, damage to the proximal stent struts was noted. The physician had successfully advanced the delivery/stent device to the lesion, however, the guide catheter became deep seated. While attempting to reposition the guide catheter, the stent struts became caught on the tip of the guide catheter. No pt injuries or complications occurred.